Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2008 [assigned]: (B)(6) health system. Perioperative record. Previous surgeries: ventral hernia repair, appendectomy, hemicolectomy. Implant procedure: attempted laparoscopic ventral hernia repair. Open ventral hernia repair with mesh implantation. Lysis of adhesions. Implant: gore® dualmesh® plus biomaterial [dlmcp03/ (B)(6), 10 x 15 cm] implant date: (B)(6) 2008 (hospitalization [ni]) (B)(6) 2008: (B)(6) health system. (B)(6) md. Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Severe intraabdominal adhesions. Indications for the procedure: this patient who has had two previous hernia repairs in the abdominal wall developed a recurrent hernia with incarcerated small bowel. Operative intervention was indicated and he agreed to go ahead with it. Description of procedure: ¿the abdominal wall was prepped with betadine. A 2 cm in length incision was done in the right upper quadrant and midclavicular line. The incision went through skin and subcutaneous tissue. The fascia was opened and then the peritoneum. A 10-mm hasson trocar was inserted and c02 was insufflated until achieving an intraabdominal pressure of 15 mm hg. Severe intraabdominal adhesions were noted, but we still managed to put 5-mm trocar in the left upper quadrant and midclavicular line. With the help of this trocar, I tried to evaluate the situation. Multiple loops of bowel were adherent to a ventral hernia in the midline and supraumbilical area. They were realty tightly attached. There were more loops of bowel attached to the anterior peritoneal wall just above and below the hernia. Also, multiple adhesions between the omentum and the anterior peritoneal wall were noted. A small non-incarcerated right inguinal hernia was noted and in the left side also appeared to be a small inguinal hernia with no incarceration. Some of the adhesions between the omentum and the anterior peritoneal wall were removed bluntly. However, when I reached the bowel loops attached to the hernia sac, I noted it was not possible to do it laparoscopically due to possible damage to the intestine. I decided to convert the operation to open. A transverse incision over the previous surgical scar was done supraumbilically from the left side into the right side of the abdomen. The incision went through the skin and subcutaneous tissue. Immediately it was noted that loops of bowel were incarcerated in a large hernia sac that measured around 10 x 8 cm in diameter. With care, the hernia sac was opened and then it was also noted that several loops of small bowel were with severe fibrosis attached to the hernia sac. This took a long time to be able to remove all the adhesions and separate several loops of bowel from the hernia sac but finally I was able to free two different loops of bowel attached to the hernia sac. Fortunately, no damage to the bowel wall was noted and intestine was introduced into the abdominal cavity. A lot of what appears to be mersilene stitches were even attached to the serosa of the bowel. The hernia defect itself measured around 5 cm in diameter. Once the small intestine was introduced in the abdominal cavity, I continued with remnant of the lysis of adhesions inside the abdomen and another loop of bowel was found at midline and 2 or 3 cm above the hernia sac that was in another hernia that measured around 1 cm in diameter. With care, the loop of bowel was separated from the hernia sac and introduced into the abdominal cavity. Once I noted that the abdominal wall was free of adhesions. I proceeded with implantation of the mesh. A dual gore-tex mesh was used measuring 10 x 15 cm in diameter. The polypropylene side was placed close to the anterior abdominal wall and the polytetrafluoroethylene side was left in contact with the abdominal cavity. About eight sutures of 2-0 gore-tex and mersilene were placed around the mesh and then the mesh was introduced into the abdominal cavity and with a suture passer transabdominally all the sutures were retrieved. Then to reinforce the sutures. I placed several spiral tackers to hold the mesh in place. Once good coverage of the abdominal cavity was found, especially the larger hernia defect and including the smaller hernia defect that was cephalad to the large one, all the sutures were tied and then the fascia was approximated with figure-of-eight stitches of 0 prolene. Some of the stitches also included a portion of the mesh to keep it attached to the abdominal wall. Two catheters with an on-q pump were placed at the site of the incision. The subcutaneous tissue was approximated with figure-of-eight stitches of 3-0 vicryl and the skin with subcuticular 3-0 monocryl. Needle, sponge, and instrument count was correct. Estimated blood loss was minimal. The anesthetic was reverted and the patient transferred to recovery room in satisfactory condition.¿ (B)(6) 2008 [assigned]: (B)(6) health system. Implant record. Dual mesh gore-tex. Quantity: 1. Catalog number: dlmcp03. Lot/serial number: (B)(6). Manufacturer: gore. The records confirm a gore® dualmesh® plus biomaterial (dlmcp03/ (B)(6)) was implanted during the procedure. Explant procedure: repair of a recurrent incisional hernia. Removal of old mesh. Placement of a medium sized ventralex patch for hernia repair. [Type of mesh explanted ni] explant date: (B)(6) 2014 (hospitalization july (B)(6) 2015) (B)(6) 2014: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: abdominal wall hernia, recurrent. Postoperative diagnosis: abdominal wall hernia, recurrent. Anesthesia: general. Estimated blood loss: minimal. Specimen submitted: old mesh and products of hernia repair. Procedure: ¿the patient was brought to the operating room, and received appropriate general anesthesia. Abdomen was cleaned with betadine and isolated with drapes. An incision made through the previous scar of surgery in the midline. The old scar was removed. This incision was present in the mid abdomen around umbilicus. The scar tissue was removed. Then wound was gradually explored, as patient has had multiple procedures, and with recurrent hernia. Dissection continued to identify the hernia sac. There was a small hernial defect. There appeared to be old mesh which was folded up, and it appeared to be possibly the reason of his abdominal pain. This mesh was completely removed. There was another mesh underlying this one which was left alone. If this mesh was to be removed it will need exploratory laparotomy and multiple other complication which could result including bowel fistula. It was decided not to pursue an exploratory laparotomy. Once the old mesh was removed, it was sent for further analysis. Further exploration done to identify the hernia sac, which was present. This was also reduced by proper dissection. The rectus fascia was then incised to allow closure of the posterior rectus sheath to see if this could be enough to repair the hernial defect caused by removal of the old mesh and the hernial defect which was present in addition. It was thought that may be sufficient, but subsequently, it did require placement of a ventralex patch which was placed over once the posterior rectus sheath was closed. This was then approximated to the anterior rectus sheath. It was placed under the anterior rectus sheath. The wound was irrigated and 3-0 vicryl was used to close the subcutaneous tissue. A jackson-pratt drain was left in subcutaneous tissue and brought out through a separate stab wound incision. The staples were used to close the skin. Dressing applied. Patient taken back to recovery room in stable condition. No intraoperative complications. Sponge, needle and instrument counts were correct at completion of procedure. The plan is to keep him for observation for careful monitoring for now.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2017: (B)(6) m.d. Operative report. Preoperative diagnosis: incarcerated recurrent ventral hernia. Postoperative diagnosis: 1. Recurrent ventral hernia with incarcerated small intestine. 2. Intra-abdominal foreign body (titanium tacker, used ain [sic] previous surgical interventions). Anesthesia: general. Estimated blood loss: 5ml. Specimen: titanium tacker. 1. Repair of recurrent incarcerated ventral hernia. 2. Mesh implantation. 3. Removal of foreign body, intra-abdominal (titanium tacker). Indication: patient has a recurrent ventral hernia. He previously had 4 operations, he developed abdominal pain and incarceration of small intestine, proved by CT scan. Operative intervention was indicated and he agreed to go ahead with it. Findings: postoperative diagnosis: 1. Recurrent ventral hernia with incarcerated small intestine. 2. Intra-abdominal foreign body (titanium tacker, used ain [sic] previous surgical interventions). Procedure: ¿¿a transverse incision that measured 12 cm in length, was performed about 3 cm above the umbilicus. The incision went through skin and subcutaneous tissue. 1 incarcerated ventral hernia was noted. The hernia sac measure about 7 x 6 in diameter. Contained an incarcerated portion of the small intestine. This part of the procedure was technically difficult due to scar tissue from previous surgeries and the incarcerated bowel. Was noted that the intestine was protruding through to previous pieces of mesh. Using sharp dissection the mesh was separated initially from the intestine and then the bowel separated from the hernia sac. Multiple adhesions were noted between the intestine and the hernia sac and this was a time-consuming procedure, in order not to produce any bowel injury. Finally the intestine was separated from the main ventral hernia, but then I noticed that the [sic] he had another hernia in the cephalad position, about 5 cm proximal to the large hernia, the hernia defect measuring about 2 cm in diameter and also contained apportion of the small intestine, with care the small intestine was separated from the hernia sac and introduced into the abdominal cavity again this as a time-consuming procedure. I selected a ventralex 14 x 11 cm in diameter mesh to repair both hernia defects. The 14 cm portion of the mesh was placed in the longitudinal position and the 11 cm in the transverse position. The polypropylene side of the hernia was fascia and the posterior rectal fascia and the barrier (sepra film) fascia and the peritoneum. Multiple stitches of 0 prolene were placed be within the fascia and the mesh, obtaining a good closure of the 2 hernia defects. Subcutaneous tissue was closed with simple stitches of 3-0 vicryl. The skin with subcuticular 4-0 monocryl. Needle sponge and instrument count was correct. I inform his family the outcome of the procedure. (B)(6) 2017: (B)(6). Implant information. Ventralex mesh. Size: 14 x 11 cm. Expiration date: n/a. Quantity: (B)(4). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. ¿ c1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product ( g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2014: (B)(6), md. Acute abdominal series. Clinical history: acute abdominal pain. Impression: ¿no acute pulmonary disease. No acute intra-abdominal pathology seen.¿ explant procedure: repair of a recurrent incisional hernia. Removal of old mesh. Placement of a medium sized ventralex patch for hernia repair. [Type of mesh explanted ni] explant date: (B)(6) 2014 [hospitalization (B)(6) 2015]. (B)(6) 2014: (B)(6), md. Pathology report. Spec [specimen] type: hernia. Tissues: abdominal wall, nos (products of hernia). Final diagnosis: abdominal wall hernia tissue and mesh: ¿benign hernia tissue and mesh.¿ gross description: ¿the specimen is a 9 x 6 x 0.1 cm portion of surgical mesh, and a 4 x 2 x 2 cm portion of hernia sac and soft tissue. Tissue is submitted in one cassette.¿ microscopic description: ¿sections reveal benign hernia tissue with chronic reactive inflammatory changes. No neoplasia is seen.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic/open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, mesh removal, pain, chronic reactive inflammatory changes. Additional event specific information was not provided.